Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s incident blood glucose level was 308 mg/dl. The customer was treated with manual injection. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege that the insulin pump was under delivering because of previous set was bent. Troubleshooting was performed for under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device passed the delivery accuracy test.